Event description:
Smallbore extension set used to infuse adenosine and the injection of radiopharmaceutical for a myoview stress test, had a very slow leak causing some of the adenosene and myoview to drip out. This did not affect the test, and no harm to the patient.